Event description:
It was reported the patient experienced surging or fading sensation at the lead/extension site as well as a surging sensation down right leg when lead/extension area are palpated or following a positional change. Impedence measurements were normal. The patient was at the clinic at the time of the report. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.